Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed on the 11th february 2010 and performed to specification, alongside random manual power ons, up to the 1st may 2016. The device recorded manual power ups of ten minutes duration between the 5th-10th may 2016. An increase in voltage suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.